Event description:
The customer performed a normal control test and received a result of 209 mg/dl. The range is 88-118 mg/dl. Control tests performed while troubleshooting were only 12 and 13 mg/dl above the upper control limit. The customer did not allege any adverse events as a result of the readings. Ther bottle of strips are to be returned for evaluation, and a replacement bottle will be sent.